Event description:
The patient stated she had two v-go's where the adhesive did not remain attached to her skin. Patient stated one fell off and she didn't even notice. The patient stated she cleans the area with an alcohol pad and lets it dry before applying the vgo.